Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the system fault 74 was a single occurrence and could not be reproduced during in-house testing. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. The reportable event occurred outside the us and was assessed as not reportable in (B)(6). During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf74) indicating a software task fault. The device was not in use when the fault occurred therefore there was no patient involvement.